Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A perforation and a dislocation is a labeled complication of a peg/ j tube placement. It was unclear if the peg or the j tube caused the injury, both tubes are being reported. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in italy underwent procedure for a placement of percutaneous endoscopic gastrostomy with jejunal (peg-j)tube. On the evening of (B)(6) 2017 during hospitalization the patient showed melena and hypotension . During gastroscopy a hemorrhage has been found caused by laceration of the cardia level, it has been closed with metal clamp and pej was dislocation in he gastric bottom. The peg-j resulted deployed in the gastric fundus requiring treatment of transfused two bags of blood, fasting and suspension of treatment with duodopa.